Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that when the caller was at the doctor¿s office their health care professional programmed them at p1 2.0v and when the caller went to increase it it was not working. Caller stated that the screen showed that the program was active, but there was no lightning bolt. Caller stated they could not get the ins to turn on. Patient services walked the patient through turning the ins back on, but after several attempts the ins would not power on. The caller stated they had put new batteries in the programmer. Later it was reported that the top blue button on the programmer was not working, and there was no indication of patient harm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.